Event description:
A user facility reported that the intraocular lens(iol) was stuck in the cartridge of the iol delivery system. It was reported that there was no pt impact associated with this event.